Event description:
New information notes that the patient's right atrial lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
Correction - g3 - incorrect date of 28 oct 2021 from previous report on 06 oct 2021 should have been 28 sep 2021.

Event description:
It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance, under-sensing, and intermittent capture. An x-ray was performed and the ra lead was found to be dislodged. No intervention was performed. The patient was in stable condition and will continue to be monitored.